Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information confirmed that the lead will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this product was part of a system revision due to systemic infection. Additional information indicated that ra lead had electrode end damage due to an additional traction upon lead removal. The electrode frayed from the main body leaving the ring and electrode tips within the subclavian vein. It was then confirmed that on a later date, the lead tip left inside the patient was successfully removed. The product was explanted. No additional adverse patient effects were reported.